Event description:
It was reported that the implantable neurostimulator (ins) flipped causing the lead to get pulled away from the nerve. The patient experienced a lack of efficacy and an x-ray showed that the lead pulled backwards into the sacrum. The ins and lead were replaced with a new system. The physician tacked down the new ins so that it would not flip again. The new lead was placed properly and the patient was responding to the therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v323599, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).